Event description:
Material # 2420-0007, batch # unknown. It was reported by customer that they are experiencing breaking, separation and cracking of the IV tubing when taking the IV tubing out of the packages. In addition, when nurses begin to prime their IV fluids through the tubing, they are also having issues. Additionally, that the nurses are experiencing leaking from the IV tubing after an infusion has been hung and infusing for a few hours. Verbatim: rcc received a complaint via email. Email(s) attached. Nurses have been experiencing breaking, separation and cracking of the IV tubing when taking the IV tubing out of the packages. In addition, when nurses begin to prime their IV fluids through the tubing, they are also having issues. Additionally, keith stated that nurses are experiencing leaking from the IV tubing after an infusion has been hung and infusing for a few hours. Keith stated this most commonly is occurring with bd alaris pump infusion sets that are used for primary infusions in the ICU. (Ref #(B)(4).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they are experiencing breaking, separation and cracking of the IV tubing when taking the IV tubing out of the packages. In addition, when nurses begin to prime their IV fluids through the tubing, they are also having issues. Additionally, that the nurses are experiencing leaking from the IV tubing after an infusion has been hung and infusing for a few hours.

Manufacturer narrative:
Investigation summary: the customer tubing is separating, and returned one sample of material 2420-0007, lot 24066859. Upon initial visual examination, the set verified the failure of separation, at the lower fitment of the pump segment. The tubing connection was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the lower fitment to be related to incorrect solvent application. An accessory was implemented by the plant on (B)(6) 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample received.